Event description:
The manufacturer was notified that when the dual drive console (ddc) is unplugged from the wall the top module (tmod) goes blank. The ddc compressors continued to function, but the module stopped pumping. The patient was hand pumped and placed on a back-up driver. The patient remains on vad support, is stable and doing well.